Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced an issue with infusions set fell off during use for unknown reason. The patient explained that when she sat down the infusion set fell on the floor and also stated their blood glucose levels were unaffected by the event. No further information available.